Event description:
It was reported that during a laser photo-vaporization of the prostate procedure, the fiber broke, and it had to be replaced. The procedure was completed utilizing a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a laser photo-vaporization of the prostate, the fiber broke, and it had to be replaced. The procedure was completed utilizing a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
H3: evice eval by MFR sum attach corrected. H10: corrected to reflect functional testing. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis did identify a glass cap distal circumferential fracture . Functional testing was conducted concluded that the firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break as there was no physical separation identified of the fiber, and the forward firing rate was below the threshold for potential patient harm. Visual analysis identified that the metal cap exhibited moderate charred debris adhesion. It is possible that the debris adhesion likely contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a laser photo-vaporization of the prostate, the fiber broke, and it had to be replaced. The procedure was completed utilizing a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis did identify a glass cap distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break as there was no physical separation identified, and the forward firing rate was below the threshold for potential patient harm. Visual analysis identified that the metal cap exhibited moderate charred debris adhesion. It is possible that the debris adhesion likely contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.